Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "pt had port accessed day before. Family was educated about trying other options for port securement b/c port has broken many times before and tubing has become unhooked. Family felt everything would be ok as long as we checked the connections frequently. The next day the bedside nurse was called in b/c the port tubing had broken. (Not the IV tubing). No chemo was running. Patient was quickly de-accessed and re-accessed and new tubing was hung. Patient has had multiple line access problems with many admissions. This is at least the 4th port line break and per parents the line has become unhooked from different attachment sites too." This report will address the fourth occurrence described above.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "pt had port accessed day before. Family was educated about trying other options for port securement b/c port has broken many times before and tubing has become unhooked. Family felt everything would be ok as long as we checked the connections frequently. The next day the bedside nurse was called in b/c the port tubing had broken. (Not the IV tubing). No chemo was running. Patient was quickly de-accessed and re-accessed and new tubing was hung. Patient has had multiple line access problems with many admissions. This is at least the 4th port line break and per parents the line has become unhooked from different attachment sites too." This report will address the fourth occurrence described above.